Event description:
It was reported that an unspecified system error occurred during prime on the home choice (hc). The technical service representative (tsr) arranged for the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed and the reported problem was identified as a reload the set 153 alarm. A visual inspection and functional testing were performed. The evaluation found a reload the set 150 alarm and a reload the set 153 alarm. The cause was determined to be an issue with the two-way manifold valves. The manifold valves were scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.